Event description:
The dr claims that during the procedure (procedure type not reported), there was leakage of blood from the first anastomosis (suture line) at the distal side, then again at the proximal side with additional leakage through the walls of the graft (ends and middle). The total quantity of blood reported as lost through the graft was 150ml. The leakage was stopped with protamine. The graft was left in. There was no injury or complication to the pt. The clinical outcome and pt's condition are unknown at this time. On 6/9/2000, co learned that there were no clinical consequences to the pt and the pt is doing well. In addition, the graft was implanted for a femoral-popliteal procedure, the duration of leakage through the graft was 10 to 15 minutes and the batch number is 2809365.